Event description:
It was reported that the needles and stylets had rubber residue on their sheaths and the doctor did not want to use these on the patient. Needles and stylets were found that did not have the rubber residue on them and were used. The patient sustained no injury.

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory; product ID neu_spinalneedle, product type accessory. (B)(4).